Event description:
During percutaneous uterine fibroid embolization, angio seal plug that was in right femoral artery malfunctioned. Plug went into the artery. Pt lost peripheral pulses in the foot, and an immediate angiogram was performed with lytic therapy with thrombectomy. Retrieval of angio-stent plug was partially successful.